Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non- sustained oversensing due to myopotential oversensing was observed via remote transmission. Patient was asymptomatic. Programming change, and performing deep aspirations, coughing and isometrics were suggested. Patient will continue to be monitored.